Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Suture was thinner than before, during surgery, suture ruptured. A backup device was readily available. It is unknown if there were any delays. No patient injuries were reported.

Manufacturer narrative:
Device investigation narrative - one 72201491 ultra-fast-fix needle delivery system device received. The device is one year old. It is used. The depth limiter was returned attached to the needle, and trimmed. T1, t2 and suture were returned. T1 was freed from the needle track. T2 and balance of suture was positioned within the delivery needle track. The complaint said: ¿suture was thinner than before, during surgery, suture ruptured¿. This is size 0 blue-white ultrabraid suture. There has been no material change to this product since 2007 introduction. Functional test indicates that the device manually performed as intended. No root cause related to the manufacture of the device can be established. No further investigation is warranted.